Manufacturer narrative:
(B)(4).

Event description:
Customer rejected this item due to the headband falling into the surgical wound causing risk of infection. The device was in use during the alleged malfunction/event, no injury reported.